Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On january 17, 2017, it was reported that the graft harvest would start then skip. The motor seemed to run slower (perception) not a quantifiable amount. The event happened on (B)(6) 2017 during surgery, there were additional harvests sites needed with no user harm, but there was a surgical delay. On (B)(6) 2017, it was clarified that there was medical intervention or additional surgical procedure as an additional harvest site was needed since the first graft was not usable. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by someone other than zimmer biomet. Another device was used to complete the surgery and there was a delay long enough to obtain additional grafts. There was no adverse events related to the event and there was no harm or injury to the operator. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where it was reported that the device was no longer working and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome power supply serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on (B)(6), 2017 revealed that the motor was running erratically, and the calibration was out of specification at the 0 setting only. It was also noted that the control bar was in the correct position. Electric dermatome power supply serial number 2114baaj functioned as intended and passed all required testing. Repair of the electric dermatome was performed by zimmer biomet surgical on january 26, 2017 which included replacement of the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since initial inspection the motor was acting erratically. The root cause of the graft harvest would start and skip cannot be specifically determined with the provided information. The issue was resolved with the replaced the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the electric dermatome, which was returned with the electric dermatome power supply, serial number (B)(4), revealed that the motor was running erratically, and the calibration was out of specification and the 0 setting only. It was also noted that the control bar was in the correct position. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established. Received; however, not yet evaluated.

Event description:
It was initially reported the graft harvest would start and then skip during surgery. The motor seemed to run slower, but not a quantifiable amount. Additional harvest sites were required and there was a surgical delay. Additional information received (B)(6) 2017 confirmed the first harvested graft was not useable and additional harvested grafts were obtained. An alternate device was used to complete the surgery.